Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the sensor needed to be removed to perform an MRI. Customer was in the hospital due to left hand numbness. Nurse advised they are trying to rule out a stroke but now customer is having high blood glucose levels while hospitalized. Nurse was advised that the customer is the one who needs to put in the sensor and that a replacement sensor will be sent to the customer.